Manufacturer narrative:
(B)(4). Batch # m90t8t. The analysis results found that the el5ml device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed 9 conforming clips and 1 partially formed clip was fed due to an anti-backup failure; in addition, the instrument locked out as intended. In order to evaluate the device¿s internal components, the instrument was disassembled. Upon disassembling of the device, the ratchet pawl was found the damaged causing the anti-backup failure. No conclusion could be reached as to what may have caused this condition. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during laparoscopic video gallbladder procedure, the device didn't apply the clip when activating. The device was pulled out from abdomen. They tried many times to perform the activation out from the patient's abdomen but no one clip came out from the device. They tried to pull out the clips stuck in the device by using a clamp. (B)(4). Unknown what was used to complete the procedure. There were no adverse consequences for the patient.